Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was bad. No specific details were provided. Ther were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During a review of the device history touchscreen invalid ID errors were noted. Further testing found corrosion on the touchscreen. The probable cause the touchscreen not responding was corrosion due to contamination from fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.